Manufacturer narrative:
E1: patient city: (B)(6).patient country: united kingdom.

Event description:
Unomedical reference number (B)(4). Event occurred in united kingdom. On 28-june-2024, it was reported by the patient that the infusions set keep coming loose and falling off and tape was not sticking. The patient also reported that the sticky part seems to fold and crinkle up leading them to come off loose quickly. No further information available.